Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that customer had a high blood glucose event while in school. The customer¿s blood glucose was 29.0 mmol/l at the time of incident and treated with insulin pen. Customer¿s parent stated that the insulin pump alarmed insulin flow blocked during insulin delivery. Customer's parent stated that reservoir and infusion set has already been changed. No troubleshooting was performed. The product is not expected to return for analysis.